Event description:
It was reported that while inserting the implant, anchoring screw failed to lock with plate. Screw and plate remain implanted in the patient. Patient outcome: no problem reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Product not returned for evaluation. Explanted date - still implanted. This report is number 1 of 3 mdrs filed for the same event. See also: 0002242816-2013-00027, 0002242816-2013-00028, 0002242816-2013-00029.